Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that high pacing thresholds, noise and oversensing was observed on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. No pacing inhibition was observed. As a result, the rv lead and crt-d device were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that high pacing thresholds, noise and oversensing was observed on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. No pacing inhibition was observed. As a result, the rv lead and crt-d device were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the left ventricular seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.